Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this left ventricular (lv) lead the guidewire got stuck with the lead and would not come out. A new lead and guidewire were used successfully. The lead will not be returned. No adverse patient effects were reported.